Event description:
This medwatch report was initiated upon review of the device eval and investigation report, at which time it was determined that the reported malfunction is a reportable event. The complainant reported that the physician was performing the implant of a polaris ultra ureteral stent in a pt. When the clinician inserted the device into the pt's anatomy the suture became untied and gradually detached from the stent. The physician then obtained another polaris ultra ureteral stent and successfully completed the pt procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good". On (B) (6) 2009, it was determined the event was MDR reportable based on the device eval results that determined that the stent had been torn jaggedly into two pieces.

Manufacturer narrative:
The device was returned for eval. Residue was present on the device to indicate use. A visual eval found that the suture had been broken or cut and removed from the stent. The ends of the break/cut were frayed in appearance. The knot that is placed in the suture during mfg was present with no apparent damage. The stent was found to be torn jaggedly into two pieces. The tear was found 7.2 centimeters from the proximal end of the stent. It was noted that the condition of the returned unit was consistent with the event description that the suture had detached from the stent. It appeared that the suture was cut for removal and was being removed from the stent when the stent became torn into two pieces. Therefore, the most probable root cause is operational context. (B) (4).